Event description:
A malfunction alarm with code malf 24 was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating a normal range. The customer was informed by technical support to use a multiple daily injection (mdi) as backup therapy. A replacement pump was dispatched, and instructions were provided for returning the malfunctioning pump to tandem. The customer acknowledged understanding these steps.